Event description:
During baxter's functionality testing of a spectrum pump, it would not stay powered up. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the unit won't stay powered on, which was reproduced. Evaluation found the cause to be a failed input/output printed circuit board (I/o pcb). The failed I/o pcb was replaced.